Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an intermittent power issue and the patient had a blood glucose of 450mg/dl with severe nausea, disorientation, and fatigue. Patient had discontinued pump use at time of call. The patient received no unusual treatment. During troubleshooting, customer support found the battery cap undamaged and advised reporter to change to a new battery from a new pack. Pump powered on appropriately with new battery. This complaint is being reported because the intermittent power issue affects insulin delivery and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the power complaint was not duplicated. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Black box dates from (B)(6) 2015 - (B)(6) 2015. Power on reset events associated with cartridge changes observed in black box. On (B)(6) 2015 basal deliveries ceased at 05:52 following a replace cartridge alarm. On (B)(6) 2015 pump was suspended with no basal deliveries from 15:58 -21:04. On (B)(6) 215 no basal deliveries occurred until 09:01 due to a replace cartridge alarm on (B)(6) 2015 at 23:58. Basal history corresponds with tdd history and shows daily insulin delivery totals correctly reflect user's programmed rates at time of complaint. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. Pump passed delivery accuracy test and was found to be delivering within required specifications removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, battery compartment crack was observed below grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.